Manufacturer narrative:
The company was informed that the explanted device is lost and will not return to the company for analysis. A review of the device history record noted no rework.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.